Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 2 years and 2 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016, a CT scan was performed with concern for thrombus in the outflow graft. The patent's pump parameters have not changed. The manufacturer's technical services representative reviewed the log file and no unusual events were found. Additional information was requested regarding the event; however, none was provided.

Manufacturer narrative:
The report of suspected thrombus in the patient's outflow graft could not be confirmed. The patient remains ongoing on pump support with no further reported issues. The instructions for use lists thrombus as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.